Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the synchronization on this system stalled/stopped. A technical support specialist called and spoke with the customer to follow up on the request to restart the data sync service. Customer confirmed that everything appears to be working properly and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es synchronization on this system stalled/stopped. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.